Manufacturer narrative:
This report is filed january 28, 2016.

Event description:
Per the clinic, the patient experienced extrusion of the electrode array through the ear canal. Subsequently on (B)(6) 2015 the device was explanted.